Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would overheat. Functional testing was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. Data was downloaded directly from the ui pcba board and no errors were found. The receiver battery was removed and replaced with a known good battery, the receiver was able to be charged without overheating but was stuck on the initialization screen when booted up. The reported event of an overheating device was confirmed. The root cause was determined to be a defective battery.